Event description:
The pt's parents reported the pt no longer responds to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done on 9/11/98. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.